Event description:
Not enough power to perform. Complaint not verified - replaced diaphragm. Repair order 97652. Leep system 1000 esu gen 52969 (B)(4).

Manufacturer narrative:
Investigation inspect returned samples. *analysis and findings (B)(4). Distribution history: this complaint unit was manufactured at csi on 02/24/2012 under wo #(B)(4) and shipped on 02/29/2012. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed the foot pedal was physical damaged. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the foot pedal is an external pneumatic device to create air displacement that inflates a diaphragm inside the console. The inflated diaphragm pushes on a switch that turns the power on to the unit. As the foot pedal was not functioning the mechanism cannot push on the internal switch. Given the age of the foot pedal the root cause for this complaint condition is wear and tear. Pertaining to the diaphragm: this unit was also noted to have the original diaphragm and updated accordingly. Previous issues with the diaphragm requires all units noted to have an original diaphragm will be updated whether they are faulty or not. The issue was due to a latex material degrading over time. Corrective actions : coopersurgical service and repair team replaced the diaphragm on the unit and returned it with a repaired foot pedal. Sustaining engineering has successfully tested a replacement material made of silicone for use in repairs going forward, eng-test-10341-r. The IFU was also updated to add a safety check via ecn-20444. A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. The repaired unit will have been repaired with this new silicone material. No training required. *was the complaint confirmed? Yes.

Manufacturer narrative:
Cooper surgical, inc. Is currently investigating the reported condition.

Event description:
Not enough power to perform. Complaint not verified - replaced diaphragm. Repair order 97652. Leep system 1000 esu gen 52969 (B)(4).